Event description:
A customer reported that post-operative movements of flaps, or stretch marks were noted in two patients. There was no report of impact on the patients' vision. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).